Manufacturer narrative:
B5 - a facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. The lens was intraoperatively replaced and this resolved the problem. Cause of the event was unknown. H4 - manufacture date 22-oct-2023. Claim# (B)(4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. The lens was intraoperatively replaced and this resolved the problem. Cause of the event is unknown.

Manufacturer narrative:
Secondary surgical intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#(B)(4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. The lens was intraoperatively replaced and this resolved the problem. Cause of the event was unknown.it should be noted that the patient's age fell outside the indicated age range at the time of implantation. Therefore there is not enough safety and effectiveness data to support implantation in this patient category.